Event description:
It was reported that pump experienced malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, reset pump with guidance, and confirmed malfunction code did not recur.